Manufacturer narrative:
Investigation completed on smiths medical cadd legacy 6400 pump. The complaint of failed accuracy -14% could no be duplicated upon testing, as it passed within the -/+ 6%. The event log was opened and did not reveal complaint. The physical condition of device is good and passed all functional and delivery testing. No cause established with in the complaint.

Event description:
Information received a smiths medical cadd legacy 6400 pump fails accuracy -14%. No patient adverse events as malfunction occurred during testing.